Event description:
Note: this report pertains to first of two dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke. A second dreamtome rx 44 was used and had cut far enough; however, the cutting wire also broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the physician was already satisfied with the cut of the second device, and he decided to complete the procedure using the second dreamtome rx 44. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was energized when not in contact with tissue; however, according to the instructions for use (IFU), "precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 3mm from the proximal pierced hole and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the working length was torn from the end of the rx channel to the tip. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and kinked. Based on the condition of the device, the wire being broken could have been generated due to not maintaining a direct and constant contact with tissue when applying electrocautery current. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hit the working channel of the scope with the broken section, consequently, kinking the cutting wire. It was also noted that the working length was torn from the end of the rx channel to the tip, which is typically caused when the user pull/remove the guidewire through the c-channel, also by the technique used during loading/removing the guidewire into the device could cause the catheter gets torn. Based on the information that the device was energized when not in contact with tissue; however, the instructions for use (IFU) indicates, "precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury." Therefore, the most probable root cause for the reported problem of wire break will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).

Event description:
Note: this report pertains to first of two dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke. A second dreamtome rx 44 was used and had cut far enough; however, the cutting wire also broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the physician was already satisfied with the cut of the second device, and he decided to complete the procedure using the second dreamtome rx 44. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was energized when not in contact with tissue; however, according to the instructions for use (IFU), "precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury."

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.